Event description:
The customer reported that the buttons are not working. The blood glucose reading was 300 mg/dl. The patient stated that at times the button will stop working and there were button errors. The customer did not recall any significant events that led to the keypad issues. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.